Event description:
(B)(4). This device case, which did not involve any adverse events, reported by a consumer via a pharmacist who contacted the affiliate with a product complaint, concerns a female of (B)(6). The patient received subcutaneous insulin lispro protamin suspension 75%/ insulin lispro 25% via a humapen ergo teal/clear pen body (lot#: not provided) with clear cartridge holder attached, dosage, indication for use or start date were not provided. She used this humapen ergo over 10 years though start date was not provided. On unknown date, over ten years after using this humapen ergo, she found that inner parts of the cartridge holder to fix it were broken. After that she also found the cracks in the clear cartridge holder. As of (B)(6) 2010, she did not report any health problems. It was not provided if she continued insulin treatment with humapen ergo or not. This humapen ergo (lot#: not provided) with clear cartridge holder is associated with (B)(4). The operator, training status, storage condition were not provided.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.